Event description:
(B)(4). I have fibromyalgia already and since having this device has put my pain out of control. My migraines have been up to 4 a week and has put me in the ER countless times. I have horrible pelvic pain that I can't even stand up. I've missed so many days of work; I've had to be put on fmla. I've also lost a job due to not being able to get out of bed. I have painful intercourse to which it's non enjoyable. I have bloating and nauseous everyday. I've had skin irritation and burning sensation. Hair loss and my vision has changed dramatically. I can't sleep and have had to up my medication.